Event description:
It was reported that the patient's tha was revised because the shell came out of the patient's pelvis. The acetabular augment which was removed was the only zimmer tmt device.

Manufacturer narrative:
The shell was returned to zimmer corporate with the tm augment cemented to its surface and four screw in place through the cement. One of the four screws was broken distal to the cement where it interfaced with the bone. Two additional screws were returned un-assembled to the shell. The shell and augment show no visible signs of damage. The patient's weight and activity level is unknown. The patient's quality of acetabular bone is unknown. Based on the information available and the condition of the returned device, the definitive cause of the experience cannot be determined. A review of the acetabular augment's device history record revealed that the product was manufactured to specification.